Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had damaged/stuck battery pins in the "planta fisica" (physical therapy) care area. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection and is considered confirmed. Evaluation observed 7 of 8 battery contact pins (2 negative, 4 data, 1 positive) depressed. The depressed battery pins did not allow for dc operation. The rear case was replaced. This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-03292 can be removed from the FDA database. (B)(4).